Event description:
Inbound. Patient reported she has had three instances of the extension tubing leaking at air filter since friday. Lot # 57x503 (exp 12/07/2022). No further details provided. Diagnosis or reason for use: sph.